Event description:
It was reported that the patient had severe pain, swelling, and inflammation at the implantable neurostimulator (ins) site. The site was extremely sensitive to the touch and tender. The onset of these symptoms was sudden. It hurt like crazy and felt like the ins was moving. The patient could not sit or walk and the pain had taken over their life. The stimulation itself was great and really helped. The patient¿s doctor told them that their ins might be flipped and it didn¿t appear to be infected. The patient was seen by a manufacturer representative and the device did not appear to be flipped and everything was working fine. The patient was seen in clinic on (B)(6) 2015 and was offered percocet but the patient did not want to take any more than they were already taking. The patient was told that the doctor would schedule a revision when they returned and a tentative date of (B)(6) 2015 was provided. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that on (B)(6) 2015 a revision was performed and they were told the implantable neurostimulator (ins) was going to be moved to the left, however, as they were being wheeled into the operating room the doctor told them they were only going to flip it as that is how they did these procedures, and the consumer was distressed. Two weeks after the procedure the consumer felt like they were sitting on the ins again, and it was determined the ins was placed right where their scoliosis was; l2-l4. The consumer had been confined to a wheel chair since (B)(6) of 2015, and the ins was pushing on the scoliosis. On (B)(6) 2016 the consumer went to the emergency room where multiple neurosurgeons were called, but no one wanted to take their case.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).